Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty. Intra-op, the ibt balloon ruptured during inflation. No contrast medium leakage in the patient¿s body was reported. No symptoms in the patient due to contrast medium leakage caused by the balloon breakage. Another ibt was used from a new kit. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.